Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had been in a lot of pain. The patient stated that their leg and hip were hurting. They had a major pain in between their shoulders where the wires were. The patient had pain from their big toe all the way to their hip and it spread to their left hip today. The patient stated they had arthritis and could not move when they woke up one morning. They reported that the implant had always hurt. The patient stated that their healthcare professional (hcp) thought they had nerve damage. The patient mentioned they had seen two representatives (reps). They stated they had already turned down the stimulation. The patient reported their patient programmer¿s batteries were dead because they had not used it in months. They stated they had an appointment with pain management on the fourteenth or the fifteenth. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.